Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging loss of sleep. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged loss of sleep. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an investigation. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device, observed a yellow-orange, sticky contamination on the inside of the serial port cover. Evidence of water ingress on blower and blower box. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. The manufacturer used a fitt (foam integrity test tool) was able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was observed. The device's downloaded event log was reviewed by the manufacturer. The manufacturer is unable to address the symptoms described. They can confirm the presence of contamination in the airpath and also, they can confirm the presence of sound abatement foam degradation in the base unit.